Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2004, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 12.2 mcg/day) via an implanted pump. The indication for use was intractable spasticity/other spasticity. On (B)(6) 2015, it was reported that telemetry confirmed a pump alarm was occurring. The pump logs noted that on (B)(6) 2015 at 07:36 ¿reset occurred¿, ¿reset occurred ¿ low battery¿ and ¿pump in safe state.¿ the doctor successfully updated the pump. The patient was in withdrawals due to being without therapy for 3 days. The doctor decided to replace the pump because he wasn't completely comfortable that it was working correctly. The pump was replaced. A dye study showed good catheter flow. There was reported to be no patient injury and the patient recovered without sequela.

Manufacturer narrative:
Additional information/device evaluation summary: analysis of the pump found ¿battery ¿ high resistance¿. Corrected information: result code is no longer applicable for this event.

Event description:
Additional information was received from a healthcare professional on (B)(6) 2015 and it was reported that the lot number of the drug was unknown. The patient's pertinent medical history included cerebral palsy. The patient's withdrawal was resolved with pump replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.